Event description:
It was reported that 12 days after drainage tube placement, when the physician removed a drainage catheter, the suture broke off. The physician placed the drainage catheter in the right side, on the back side of the pt's chest. Twelve days later the physician was to remove it, and the suture broke off and part of the suture was left inside the pt's chest. The physician stated that it was felt that fibrous tissue grew around the suture. Attempt was made to pull it out by hand, but the skin had grown over part of the suture making it difficult to remove. Part of the suture remains in the pt. The pt's condition is reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.